Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the status of patient deteriorated on (B)(6) 2021 due to potential right ventricular (rv) failure / rv compression. A chest revision was performed in the operating room. The patient was connected to the extracorporeal membrane oxygenation (ECMO) on (B)(6) 2021. The patient expired on (B)(6) 2021.

Event description:
It was reported that the cause of death was presumed to be rv (right ventricle) failure related. In the early postoperative course the patient developed signs of low cardiac output requiring increasing doses of inotropic and vasopressor support. There was severe rv dysfunction and need for mechanical circulatory support for rv failure and va ECMO was immediately initiated. Soon thereafter the patient developed signs of multiorgan failure and sepsis. Continuous veno-venous hemodiafiltration (cvvhdf) was also initiated along with the pharmacological inodilator, vasopressor and antibiotic therapy, however there was no improvement in his overall condition. The conclusion of the heart team was that despite the normal preoperative rv function-it being assessed noninvasively by echocardiography as well as invasively by right heart catheterization preoperatively and despite all measures that were undertaken, our patient developed rv failure. However the death was not considered to be a device adverse event. The device seemed to be operating as expected and no signs of device malfunction were noted. The lvad device was not explanted and was not be returned back for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) and the reported right heart failure, multiorgan failure, and sepsis could not be conclusively determined through this investigation. Evaluation of the submitted log files captured low flow events consistent with right ventricular (rv) failure and chest revision. The controller event log file ((B)(6)) contained data from (B)(6) 2021 09:10:58 through (B)(6) 2021 09:05:43. 19 low flow fault flags were captured, resulting in a string of 16 low flow hazard alarms on (B)(6) 2021. No other atypical events were captured. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. The controller periodic and lvad event and periodic log files captured the pump operating as intended. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), document #100169835, rev. C, is currently available. Section 1 of this IFU lists right heart failure, sepsis, and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options, including rvad placement. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 17mar2021. No further information was provided. The manufacturer is closing the file on this event.